Manufacturer narrative:
Concomitant medical products: 2414015 02-010-01-0230 - logic femoral ps cem left sz 3, 2623201 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, 2607955 200-02-35 - three peg patella 35mm, 1669831 204-34-04 - fluted stem extension 40l x 14 mm, 2482281 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a female patient, initial left knee implanted on (B)(6) 2013, underwent a revision procedure in 2016, exact date unknown. The plaintiff¿s optetrak® device was failing at a much faster rate than expected making the artificial knee joint more prone to wearing out, loosening, and causing pain, muscle, nerve, and bone damage. This also significantly increased the likelihood that the joint would break. The revision surgery caused infection and complications plus the plaintiff endured postoperative rehabilitation all over again. No device returns anticipated due to this being a legal case. No further information.